Event description:
Ous MDR. After an implantation period of approx. 49 months undersensing was reported. The lead was implanted in outflow track and it was observed, that the r waves showed variable amplitudes and were small from the beginning and during the last months in the minimum acceptable range. It was decided to implant a new brady lead for sensing/pacing, using the old shock coil for defibrillation. The lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available sensing trend curve from the period between (B)(6) 2018 and (B)(6) 2018 showed low right ventricular sensing amplitudes around 2 mv up to 5 mv as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.